Event description:
Customer reports the following: "staff reported red tagged pump to biomed. From biomed: no description. Errors are in log. No pt harm." The logs indicate a pump problem alarm due to outlet pin unexpectedly closed. The biomed confirmed that the fva pins are clean. The pump entered a fail stop state during an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.